Event description:
It was reported that on (B)(6) 2018, during a percutaneous pinning of an acetabulum, the surgeon was using a competitor device 2.4mm guide wire in order to insert one of their 6.5 cannulated screws. After inserting the screw, the guide pin was attempted to be removed but the tip of the wire broke off and was retained in the patient. There was no allegation against 6.5mm cannulated screw. The second part of the case, the surgeon attempted a 7.3mm cannulated screw that missed the vertebral body and in turn was difficult to remove. The screw no longer had purchase in the bone because the threads bad came out so he needed the conical extractor for 7.3 cannulated screw. The cannulated screw was successfully removed using a screw removal set. The screw would not back out using a traditional screwdriver because it would just spin. There was no allegation against the screw, it was just placed incorrectly. Surgery was then aborted because the patient became unstable with his/her blood pressure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem, medical products & therapy dates: added concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
This report is for an unknown - screws: 6.5 mm and 7.3 mm cannulated/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation summary: could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, during a percutaneous pinning of an acetabulum, the surgeon was using a competitor device 2.4mm guide wire in order to insert one of their 6.5 cannulated screws. After inserting the screw, the guide pin was attempted to be removed but the tip of the wire broke off and was retained in the patient. There was no allegation against 6.5mm cannulated screw. The second part of the case, the surgeon attempted a 7.3mm cannulated screw that missed the vertebral body and in turn was difficult to remove. The cannulated screw was successfully removed using a screw removal set. The screw would not back out using a traditional screwdriver because it would just spin. There was no allegation against the screw, it was just placed incorrectly. Surgery was then aborted because the patient became unstable with his/her blood pressure. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).